Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when the reported condition was identified. Device evaluation confirmed that the reported condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11. The root cause could not be determined and no repairs were performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).